Event description:
The customer reported generation of twenty (24) false low sodium patient results involving their au5800 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) assisted the customer troubleshoot over the phone. The customer replaced the sample probe, all the ise (ion selective electrode) tubing, na, k, cl and reference electrodes, which resolved the issue. Beckman coulter internal identifier is (B)(4).